Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began at the end of (B)(6) 2016 when he obtained a blood glucose result of 187mg/dl using the subject device compared to I) a result of 123mg/dl using a onetouch ultra meter ii) a result of 127mg/dl using an unknown brand meter, and iii) a result of 130mg/dl using a onetouch ultra2 meter, each measurement comparison within 30 minutes of each other and using test strip lot number 4005057. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient stated that he usually manages his diabetes using pills (metformin), diet and/or exercise and reportedly decreased his food consumption in response to the alleged issue. The patient claimed experiencing symptoms of "nauseous" 2-3 days after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was able to confirm that the test strips had been stored correctly and not expired, the meter was set with the correct unit of measure, the patient's testing procedure was correct and an approved sample site was being used. The csr noted that the patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after obtaining the alleged inaccurate high result(s). However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.